Event description:
It was reported black stains were observed on the tubes. It was further stated that the tubes were not used.

Manufacturer narrative:
Based on the available info , this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. There are (B)(4) cases associated with this product; therefore, (B)(4) additional FDA form 3500a has been generated to address the other case.